Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient noted that one of the supply bag connections was leaking solution during therapy. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.